Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 300 mcg/ml at 5 mcg/hr (119.92 mcg/day) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported a motor stall occurred on (B)(6) 2020 after the patient had an MRI on that day. The patient went in for his refill on (B)(6) 2020 and the nurse practitioner read the pump and noticed the motor stall since the day of MRI, which was on the (B)(6) 2020. The patient told the reporter that a rep was notified about the patient MRI, but no one came to read the pump after the MRI. The pump was interrogated five days after MRI and motor resumed. Per the pump logs received, the motor stall occurred on (B)(6) 2020 at 1:03 am, reached tube set on (B)(6) 2020, and recovered on (B)(6) 2020 at 1:39 pm. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.